Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from patient regarding an external device. The patient mentioned that about a week ago, patient saw software problem (1-intellis, 2-3.6, 3-125, 4-qhsm_dis) message. Patient rep mentioned that the patient is also having issues with charging the implant as well. Patient mentioned that they would usually get stuck in checking the recharger screen and once they would connect, they can only charge up to 50% of the implant. Patient rep mentioned that they have reset the controller and the software problem message was cleared, but they're still having issues with charging the implant. Agent had patient rep reset the controller, check the controller and recharger for damages. Patient rep confirmed no visible damage on both. Agent had patient rep start a recharging session and patient rep mentioned getting stuck in checking the recharger screen then got the message connect the recharger even though it is connected to the controller. Agent sent a request to repair to replace the recharger. No patient impact or symptoms. Additional info received from patient that they received the replacement recharger however it's not what they nee ded. They stated that the controller was not working properly and it does not hold enough battery to charge the implant all the way. They mentioned that the controller battery could charge up to 100% but it was unable to fully charge the implant. They stated they were told to recharge patients implant using the new recharger and monitor issue, but they turned patients stim back on and started charging with controller 100% and implant 80%, but then reported terminated 5 mins later. Agent reviewed patient may have pressed stop at the bottom which would result in terminated message. Caller stated they tried to charge the implant again and reported it took longer on looking for a device. At the time of the call, caller stated patient was charging with controller 100% and implant 80% recharging excellent. Caller stated the controller batteries do not seem to hold up to charge implant despite controller at 100% currently. Patient rep mentioned they were using the replacement recharger, they didn't realize the stimulation was off but they were able to turn the stimulation on. Patient rep mentioned the patient charged the implant to 100% and the controller was 80%. Patient rep also mentioned the patient would get a message to replace the batteries soon that popped up a few times. During the call, patient was in a charge session; controller showed 100% and implant 80% recharging with excellent quality. Patient rep confirmed the charging speed was at level 4. Controller showed poor recharge quality, agent asked and patient rep mentioned they had the hole of the recharger over the patient's implant, patient rep repositioned the recharger and patient confirmed implant was recharging with excellent quality. Agent instructed patient rep to stop the charge session, patient rep confirmed no visible damage to the li battery pack and controller compartment pins. The issue was not resolved. A request was sent to repair to replace the controller.